Event description:
This is the second complaint opened for the second employee after the affiliate confirmed that two female employees were involved. It was stated that the users had multiple reactions of pain and eye redness with tearing, headache, burning sensation in the throat and in the nose, nausea and dizziness. The employee has a history of allergies. She saw a physician and was treated, but no specific information regarding the treatment was provided. It was reported that the disinfection room has one exhausting system which is working correctly. This product is used in buckets with a protection over them (cover). The medical device instrument is immersed in the cidex opa solution within the recommended timeline. After that, the instrument is removed and washed with an abundance of water and then dried in the correct machine for 30 minutes. The employees wear individual protective equipment.

Manufacturer narrative:
Reference 2084725-2009-00188 initial - 1st employee: